Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump suspended insulin delivery due to an inaccurate sensor glucose reading. The customer's blood glucose was about 160 mg/dl, compared with the sensor reading of 49 mg/dl. He stated that the insulin pump showed sensor failed and prompted him to remove the sensor. He inserted a new sensor, and his blood glucose was 179 mg/dl with a sensor reading of 56 mg/dl. He also reported that the insulin pump alarmed calibration error. He was advised that the sensor be replaced.